Event description:
It was reported that there was a problem firing the clip applier. The clips stay inside of the shaft when fired. Also, they stay opened once fired. There was no pt consequence. One device has been returned.